Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to communication with the ipg. A field representative attempted to connect to the ipg but was unable to as well. The patient has reported having multiple surgeries and falling several times over the past few years. Due to this issue, the patient may undergo surgical intervention.